Manufacturer narrative:
(B)(4): the devices have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced pain from the neurostimulator while sitting in the car and also when leaning on any object. The patient had inadequate pain relief from the stimulator. The patient requested that the stimulator be removed and did not want a replacement. The entire device system was explanted. The patient resolved without sequelae. No further details were provided at the time of this report. A follow-up report will be filed if additional information becomes available.